Event description:
(1/2 reference (B)(4) for related complaints) (documenting cassette) per notification email: pt reports approximately twelve hours into use of 100 ml flow stop prefilled cassette lot mx013j01p1 expiration 06/30/2023, cadd legacy pump 409475 began no disposable alarm. No further details provided. No injury. Lot number is not valid for cassette.